Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip. The insulin pump had moisture damage on the electronic assembly. No error alarm occurred. No number ramping or scroll bar anomaly was noted.

Event description:
It was reported that the insulin pump alarmed motor error during device rewind process. Customer also stated that pump was exposed to moisture . The blood glucose reading was 212 mg/dl. No significant events leading to the alarm were observed. The customer stated that she could not rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.